Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported event stated the guidewire was stuck in the farawave catheter however the customer returned the guidewire without the catheter. Analysis took place on the guidewire as returned. A visual and microscopic examination of the returned product was completed, and the following features were observed: this is 3-piece construction: coil, core, and ribbon. The ribbon and coil are welded at the distal end, and the ribbon, core and coil are welded at the proximal end. This is a j-shaped product. The guidewire returned with approximately 65.7cm of overstretched coil from the distal end and at this point the core and ribbon were protruding from the coil. Bends were noted on the ribbon and the ribbon was fractured. A kink was noted on the core, the core remained intact. The ribbon was fractured just behind the distal weld. There was evidence of necking at the ribbon fracture points, suggesting that this fracture is due to tensile overload. Kinks were noted at 33cm from the core and ribbon protrusion and at 108.1cm and 61.0cm from the proximal end. A bend was also noted at 20.4cm from the proximal weld. No anomalies were observed to indicate a manufacturing issue with the proximal weld. The proximal weld was intact. No other damaged was noted on returned guidewire. At this time, it is not possible to assign a definitive root cause for the event as reported. The classification as reported is "functional: unable to remove" however upon inspection the classification as analysed is "damaged: fracture/shear". Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" as appears to have impacted on the event as reported. Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: exercise care in handling the of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Event description:
Event description: all information received via electric system is attached to this record. Per cnf, it was reported that: event; the device got stuck. Please tell me the details of how the stuck occurred; preparation was performed according to the japanese IFU. The handle was a slightly uncomfortable, and several shape deployments were performed. The wire was attempted to be pulled before being placed inside the body, but it got stuck and could not be moved at all inside the catheter. What was the physician's opinion on the cause of the event where the device got stuck? Initial defect. How was the stuck released? The stuck could not be released, so the catheter and wire were replaced. Was there any other catheter in the heart at the time of the health problem? Yes, but since the event occurred outside the body, there was no causal relationship. Was the orion catheter used in combination? No, if q6 is 'yes,' where was the orion positioned? If q6 is 'yes,' was the orion left deployed? What was the size and name of the sheath that was used together? The event occurred before the combined device was used. Physician's comment: it was identified as an initial defect. Although it was not a major concern, it was fortunate that the issue was found outside the body. Generator used; none, ablation catheter used: unknown other used: unknown device/procedure outcome: procedure completed, unable to use device - attempted, different device used (same model). Patient outcome: f26: no health consequences or impact. As reported device codes: 1457: entrapment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions.